Event description:
It was reported to a company sales rep that a porter was experiencing knee pain and that she believes this has resulted over the course of time from pushing the stretchers. No further medical information has been provided regarding this injury.